Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesions were located in the severely tortuous and moderately calcified left main coronary artery extending to mid left anterior descending (lad) artery and proximal left circumflex (lcx) extending to distal lcx artery. After a non-bsc guide wire crossed the circumflex main and another non-bsc guide wire crossed the obtuse marginal (om) branch, pre-dilation was performed with a 2.0x15 emerge balloon catheter and a 2.5x15 non-bsc balloon catheter. A 2.25x15 non-bsc stent was deployed to treat the om branch first, then an anchor balloon technique was performed. A 2.25 x 28 synergy&#10244;rug-eluting stent was then advanced to the main vessel but failed to cross the lesion. The synergy stent was attempted to be removed but the stent was dislodged in the mid lad. A 1.2x6 non-bsc balloon catheter was attempted to pass through the dislodged stent but failed. The dislodged stent could not be retrieved, so a 2.25x20 synergy drug-eluting stent was deployed on the outside of the dislodged stent in order to cover it against the vessel wall. A 2.75x15 non-bsc stent was then deployed in the proximal part of the dislodged stent. Intravascular ultrasound (ivus) was performed and confirmed that the stents were deployed properly and then the procedure was completed. No patient complications were reported and the patient was being monitored.